Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump act button needs more pressure to work. The customer¿s blood glucose level was unknown. Customer stated that insulin pump screen scratch up and difficult to remove battery. Customer stated insulin pump had unexplained no delivery alert 5 times and rejected new batteries. The insulin pump will not be returned for analysis.